Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 55 ncm of primary stability was achieved.